Manufacturer narrative:
The customer ordered and received a new touch screen for replacement. The technical support team confirmed with the customer that the touch screen replacement successfully resolved the issue. The device was operational after repairs were completed.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint from customer biomedical engineer reporting that the lower portion of the touch screen on the v60 ventilator was not responsive to touch. The unit was not in clinical use at time of the reported event. There was no report of harm. A philips remote service engineer (rse) reported the customer stated the failure is located around the "pause" button. The rse conclude that the touch panel was defective and recommended part replacement. Part information was provided to the customer.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touch screen was tested and passed all the flex cable resistance testing. Initially, the touchscreen failed during diagnostic and functional testing and displayed misaligned touch points. The pil tech verified the touchscreen was able to be successfully recalibrated by using the touchscreen calibration button noted in the diagnostics portion of the software. Following calibration, the touchscreen passed all diagnostics testing and operated without issue, including the lower portion of the screen. The touch points were also properly aligned with the liquid crystal display (lcd).